Event description:
According to available information, this device malfunctioned due to a balloon burst resulting in the catheter falling off. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Date of occurrence not reported but estimated to be (B)(6) 2022.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find another complaint on the lot 8418193. Checking the quality databases revealed that a corrective and preventive action is ongoing. We received one used sample with orange valve. At the visual examination, we see the balloon burst and entire. We informed our tunisian subcontractor about a complaint but is this case their investigation wasn't necessary. The balloon burst issue is known and monitored on a monthly basis. Possible root cause is a weakness area in the silicone material of the balloon. In parallel, a specific trend is monitored regarding the silicone balloon issue through a CAPA.